Event description:
On (B)(6) 2012, pt reported falling down while connected to her infusion device on (B)(6) 2012. Pt stated she tripped on a rug or her foot while stepping up onto a step. Pt reported falling down while connected to her infusion device on (B)(6) 2012. Pt stated she tripped on a rug or her foot while stepping up onto a step. Pt reported the fall was not related to her blood glucose levels. Pt stated she fell to her knees and hit her head and her infusion device fell out of her bra and dropped onto the floor. Pt reported she drove herself to the hospital but was not admitted. Pt stated they took x-rays and her blood glucose level went up to 421 mg/dl. Pt¿s normal blood glucose level is in the low 200¿s mg/dl. Pt reported the infusion device displayed an e4 (occlusion) error during basal delivery while she was at the hospital. Pt stated the hospital staff gave her an IV to treat her elevated blood glucose level, but she did not know what was in it. Pt reported she would have been able to self-treat her elevated blood glucose without assistance if she had been alone. Pt stated she left the hospital 6.5 hours later and went home and changed her infusion set and infusion set tubing. Pt reported she noticed an air bubble in the insulin cartridge and moisture inside of the infusion device. Pt stated she refilled the insulin cartridge and placed it back into the infusion device; e4 did not return. Pt reported she delivered boluses via the infusion device to bring her blood glucose level down. Pt stated her blood glucose level eventually returned to normal. Pt discarded the alleged infusion set. Pt reported she attributed her hyperglycemia to the occlusion that occurred. No product return was requested.